Event description:
Customer reported a delivery issue involving a replacement adc blood glucose meter that was ordered on (B)(6), 2012. Customer further reported that on (B)(6), 2012 at 9:00 pm she was in bed and began to experience "low blood glucose", was "shaky and irritable", but did not have a meter to test with. Customer self-treated with honey, eventually consuming 12.5 ounces. Later that night at 12:00 am (on (B)(6), 2012) she called the paramedics who checked her blood glucose (result not provided) and transported her to a local healthcare facility. Customer was diagnosed with hypoglycemia and given an intravenous infusion of unknown type that contained "electrolytes". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Report is being sent as a final. Complaint involved a delivery issue, hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted. (B)(4) the serial number of the device is unknown, therefore the date of manufacture is unknown.